Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the heat damage, which was observed and confirmed during evaluation. Evaluation found heat damage to a component on the input/output printed circuit board (I/o pcb), which rendered the backflex inoperable. The I/o pcb was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, it had heat damage. There was no patient involvement.